Manufacturer narrative:
Event summary: the patient data file analysis showed at least three injections were performed with catheter 2af284/35086-22 on the date of the event without any system notice triggered. In conclusion, the reported st elevation, thrombus issues were not confirmed through the data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation occurred, and ablation was stopped. A coronary angiography (cag) was then performed that revealed stenosis near the left coronary artery (lca). It was suspected that the cause of the event was a thrombus rather than air. The case was aborted, and the patient was not under general anesthesia. Percutaneous coronary intervention (pci) was immediately performed. No further patient complications have been reported as a result of this event.